Event description:
It was reported to philips that the system's c-arm moved on its own in the middle of the case. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.